Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with episodes of right ventricular oversensing on the implantable cardioverter defibrillator. Upon examination, it was determined that the episodes were post paced t wave oversensing. The clinician elected to continue to monitor the patient at this time. The patient was reported to be in stable condition.